Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. Update (B)(4) 2012 ¿ patient fact sheet was received, which identified part/lot information, doi for bilateral patient. The complaint and associated mdrs were updated. This file is being re-opened. Update (B)(4) 2012 litigation papers received that allege the patient suffered from elevated metal ion levels. No new information that would change the outcome of the investigation. Update (B)(4) 2012 - sales rep reported revision surgery due to pain and fluid on the right hip. There was no new information that would change the outcome of the investigation. Update rec¿d (B)(4) 2014 - medical records received. Dor updated. Upon revision, grayish fluid, synovitis with metal debris, and no bony ingrowth on the acetabular cup were noted. The stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
(B)(4)